Event description:
It was reported that this left ventricular (lv) lead was suspected to have fractured after exhibiting an increase in impedances and pacing thresholds. The lv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).